Event description:
During a laparoscopic appendectomy procedure, it was reported the tsw35 misfired. The instrument did not staple or cut. Another tsw35 was opened to complete the procedure without difficulty. There were no consequence to the patient.